Event description:
A pharmacist reported that during cataract surgery an ophthalmic cutting knives were found dull. The surgery was completed on the same day with no patient harm. This complaint is pertaining the fourteen of thirty-two reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Eight opened 1.2 mm db side port knives, blades are not in sheathing properly. Blades tip down into sheathing, in a blister were received for the report of dull knives. Samples were visually inspected and samples 1-7 were found to be conforming. And sample 8 was found to be nonconforming with a damaged cutting edge and tip. Functional penetration testing was performed and samples 1, 2, 3, 6 and 7 were found to be conforming, samples 4 and 5 were found to be non-conforming. Functional testing could not be performed on sample 8 due to the damage observed. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened samples 4 and 5 were found to be functionally nonconforming, therefore the dull blades were confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned opened samples 1, 2, 3, 6 and 7 were found to be visually and functionally conforming, therefore dull blades as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. Sample 8 the returned sample is visually non-conforming with the tip of the knife is bent and a damaged cutting edge; therefore, a dull blade was confirmed; however, how and when the tip of the knife became damaged could not be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. Samples 1, 2, 3, 6 and 7 met specification. A nonconformance investigation was completed to investigate the trend identified for dull cutting instruments and the root cause of the nonconforming penetration value of the cutting instruments samples 4 and 5. The exact root cause could not be determined for sample 8. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).